Event description:
The customer reported to vyaire medical that avea ventilator compressor was defective. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device was not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was provided with pricing and part number of the compressor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."